Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the battery did not last on the insulin pump. Customer stated the battery did not last for more than one week on the insulin pump. Customer stated they did upload the insulin pump frequently. It was also found the customer had a weak battery alarm and a failed battery test alarm on the insulin pump. Customer's blood glucose was unknown. The customer will be sent a replacement battery cap. The insulin pump will not be returned for analysis.